Manufacturer narrative:
(B)(4). - the adverse event occurred while the nurse was attempting to attach the blade to the handle stating that the blade is very hard to attach to the clipper because the plastic around the blade are very tiny. (B)(4) examined the handle and found this was caused by physical damage. The edge of driving shaft and the parts for mounting the blade were broken by dropping to the hard floor. (B)(4) has never changed plastic material(pom and asa) of the clipper handle. Should further information be received, a follow-up emdr will be submitted.

Event description:
A nurse did cut her finger when she had to place the blade on the clipper. The blade is very sharp on the inside and is not protected at all, this is where the accident occurred. (In comparison the neuro blades and sensi blades are both protected at the inner side ). In addition, they mentioned that the blade is very hard to attach to the clipper because the plastic around the blade are very tiny.